Event description:
The customer reported a burning smell from the unit. The customer initially reported that they did not see a haze around the unit. While onsite, the asp field svc engineer (fse) found the unit emitting an odor and "smoke" from the vacuum sub-system. The customer stated that there were no human reactions reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found a hole in the vacuum pump oil fill cap. He replaced the oil fill cap and function tested the vacuum sys and all passed. He function tested the entire sys and all passed. He ran an empty chamber standard cycle, process complete. The sys met MFR specs. This issue is being addressed with customer letter, related to correction & removal.